Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that his blood glucose has been above 500 mg/dl since last night and that it is still within the 500 mg/dl range at the time of call. As a result of the hyperglycemia the customer experienced vomiting, nausea, and excessive thirst. Troubleshooting was initiated for high blood glucose levels; the customer was advised that their symptoms are indicative of the possible onset of diabetic ketoacidosis and that it may be more appropriate to cease troubleshooting and contact his health care provider. The customer agreed to contact his medical professional, and was advised to change the entire infusion set, reservoir, and insulin, and to treat per health care provider's instructions. The customer was advised to call back for assistance if high blood glucose readings persist. No products were shipped or returned.